Event description:
Cellular phone created a lot of heat against pt's head and in turn burned up their mercury fillings - creating terrible problems in their body and head. They now have permanent nerve damage in their cns and pns. Pt lost their job and is barely making it while they go to school to change careers since they can no longer work in their old field as well. Pt no longer has insurance and probably wouldn't be able to get it if they could afford it due to their condition.